Event description:
It was reported that during a coronary stenting treatment procedure, withdrawal difficulty, balloon rupture, shaft fracture and surgery occurred. The 90% stenosed lesion being treated was located in the moderately calcified, mildly tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.0 or 2.5mm balloon (manufacturer unk), inflated to 22atm. The physician deployed a 2.75 x 12mm liberte bare metal stent. Despite 22 atm inflation, the physician could not properly expand the stent in the very stiff lesion. The physician was unable to remove the balloon and delivery device from the stent. The stent balloon 'cracked (blow-out)'. While attempting to remove the stent delivery system, the shaft broke, leaving a 12 cm portion in the middle part of cx and the entrance of the left main. Surgery was performed to remove the delivery device from the vessel. An external blood circulatory system was utilized during the surgery. Two bypasses were implanted from the aorta to the cx and the aorta to the left anterior descending (lad) artery. Significant calcification was identified and it was not possible to remove the whole delivery system. Approximately 2cm of delivery device still remains in the cx, confirmed through x-ray. The pt was discharged one week later. Pt status reported as "good".